Manufacturer narrative:
The MDR is related to ge healthcare. The plan to check the system is currently under negotiations with the customer.

Event description:
The customer reported that the left monitor on the monitor cart was booting/warming up slowly.